Event description:
It was reported that the patient presented with cardiac perforation and cardiac tamponade. A pericardial window procedure was performed. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitudes, low pacing impedance, and a failure to capture. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were cardiac perforation, cardiac tamponade, low r-wave amplitude, low pacing impedance and failure to capture. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported events of low r-wave amplitude, low pacing impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within specification.